Event description:
The event is reported as: surgeon was carrying out a radical nephrectomy when the silicone balloon became detached/deflated from the trocar shaft causing port to leak when filled with water. No patient injury reported.

Manufacturer narrative:
No sample or lot # is available for investigation. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The manufacturer will continue to monitor and trend relating complaints.